Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece had a set screw that holds the handle come off and could not be found. After the tka surgery, during cleanup, the handle on the mics was not secure. X-ray was called to confirm set screw was not in the patient and it was not.

Manufacturer narrative:
"Reported event: it was reported that the screw holding the handle fell out. Issue was noticed after case, therefor there was no case delay and no patient harm. Device history review: review of the device history records indicate 25 devices were manufactured under lot k08z7 and all were accepted into final stock on 02/20/16. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to parts in lot number k08z7, p/n 209063 shows 1 other complaint(s) related to the failure in this investigation. The complaint investigations are: (B)(4) visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed. Reported problem was with the screw and handle. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA (B)(4) are associated with the failure mode reported in this event."

Event description:
Mics handpiece had a set screw that holds the handle come off and could not be found. After the tka surgery, during cleanup, the handle on the mics was not secure. X-ray was called to confirm set screw was not in the patient and it was not.